Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived. There was no adverse impact to the customer's blood glucose level.